Event description:
The customer reported that the 9800 system had a low kilo volts error and would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The milliamps were adjusted. The generator interface board and generator drive were replaced and the filament was adjusted during the service call. The system was tested and found to be working and put back into service.